Manufacturer narrative:
A supplemental report is being submitted for a correction to section a2 date of birth. The previously submitted date of 03-apr-2024 was incorrect; the actual date of birth is unknown, so section a2 will be blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline (dl) sheath was damaged with wires showing. No alarms were noted and no other areas needed retaping. The ventricular assist device (vad) coordinator added tape to the site and servicing has been scheduled. The dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vad driveline sheath was damaged in an area that had been previously repaired and that it "looks good" now. Servicing was determined not to be performed at this time.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Log file analysis did not reveal any anomalies within the analyzed period. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. Visual evidence provided by the site revealed damage to the driveline cable's inner lumen, leading to exposed insulated wires. As a result the reported "wires showing" event was confirmed. Of note, information received from the site indicated that it was determined that servicing was not required at the time. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after prior outer sheath damage had left the region exposed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.